Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was able to duplicate the reported issue. After cleaning the battery wells, replacing the battery pins and power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and was able to duplicate the reported issue. After cleaning the battery wells, replacing the battery pins as a precautionary measure and power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly on movement of the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly on movement of the battery. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After cleaning the battery wells, replacing the battery pins and power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.